Manufacturer narrative:
This report is being filed to correct the date of this report and date received by manufacturer. (B)(4). Episodes 7 and 10 were reviewed by in-house engineering. It was determined that in both of these episodes, the rate dropped below the lowest programmed rate zone which extended the time to therapy.

Event description:
----

Manufacturer narrative:
(B)(4). A complete electrode was returned and setscrew mark was noted on the hva contact ring. The electrode was put through and passed continuity and insulation integrity testing. Detailed laboratory testing and analysis could not confirm the clinical observations.

Event description:
----

Manufacturer narrative:
(B)(4). Boston scientific received information that this patient received an appropriate shock in (B)(6) 2015 followed by inappropriate shock therapies in (B)(6) 2015 and (B)(6) 2015 (while combing hair). Electrode noise was recreated on the primary and secondary sense vectors. It appears that the sense b suture (xyphoid position) has come loose or broken allowing for electrode migration. No reprogramming has been undertaken at this time and the patient will be re-evaluated for electrode repositioning in (B)(6) 2015. Boston scientific received information relating to review of stored episodes. Episode 2 occurred due to oversensing of an mvt at a rate of 174 bpm in which the lower programmed zone was 190 bpm. Episodes 5,6,8, and 9 occurred due to oversensing of either noise or atrial fibrillation. The site has not entered episode #3-10 for this patient. A request has been made to have the site provide additional information. Boston scientific received information in late-february 2016 that this patient had been presented back on (B)(6) 2015 for a lead revision procedure. This chronic electrode was explanted and replaced. The device remained in-service.

Event description:
Boston scientific received information that this local representative from (B)(6) contacted boston scientific's technical services (ts). According to the local representative, this patient was admitted into the hospital's emergency room (ER) following shock delivery from the device. Shock delivery occurred while the patient was dancing at a party. The local representative arrived at the hospital to interrogate the device. Upon review of the episode, the inappropriate shock was attributed to electrogram noise. The local representative commented that the device had stored an untreated episode due to electrogram noise in (B)(6) 2014. It appears that the patient was participating in a yoga class at the time the untreated episode was stored. No reprogramming of the device was undertaken in (B)(6) 2014. The local representative was able to recreate the electrogram noise during patient isometrics with pushing up out of a chair. The device responded appropriately and no inappropriate shock was delivered. Boston scientific received information from the local representative in (B)(6) that this patient was seen in-clinic in (B)(6) 2014 for troubleshooting. Both primary and secondary sensing configurations were tested as the patient did isometrics, various yoga poses and other exercises. Electrogram noise was observed on both primary and secondary, with noise more prominent in secondary, especially during transitions between yoga poses and when the patient raised her arms. No programming changes were made. Boston scientific received information that the patient has been scheduled for an in-clinic device check by the device-following physician in (B)(6). There is a plan to evaluate the secondary vector for noise and possibly change to that vector if it appears to be better.

Manufacturer narrative:
(B)(4). Episodes 7 and 10 were reviewed by in-house engineering. It was determined that in both of these episodes, the rate dropped below the lowest programmed rate zone which extended the time to therapy.

Event description:
----